Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the right ventricular lead (rv) was unable to be implanted. The event was resolved by explanting and implanting a new rv lead. When the rv lead was explanted the helix was partially extended. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix would not extend was confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with dry blood/tissue. Visual and x-ray examinations did not find any anomalies on lead body. After cleaning, helix could be extended and retracted normally. The full helix extension length was measured within specification. The cause of the reported event was isolated to helix being clogged with dry blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.